Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
See h10.

Manufacturer narrative:
B5: additional event information was received following the submission of the previous medwatch report. As reported, the device separation occurred at the distal shaft of the device. The separation occurred on device removal, which was associated with resistance. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
A review of the dimensional verification, complaint history, device history record, instructions for use, manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one used 5.0fr kcfw was returned for investigation. The sheath was separated into two segments and biological matter was present throughout the device. The proximal separated segment measured 52.8cm from the distal end of the proximal hub, with approximately 1.7cm of exposed coiling exiting the separation site. There was a kink at 46.7cm from the proximal hub, and damage at 50.8cm which was 2.6cm in length. The separation occurred distal to the tip bonding site. The distal separated tubing segment measured 2.1cm with approximately 27.9cm coil exiting the proximal end. There was a 1.0cm piece of tnrt liner attached to the coiling. The separation site was wrinkled and smashed, possibly from a hemostat. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The instructions for use for this device warn that "reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Furthermore, a review of the manufactures instructions, specifications, and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, investigation has concluded that this event cannot be traced to the device, but rather to the procedure and unintended use error; as the device became stuck on a stent and the user failed to reinsert the dilator, despite meeting resistance. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Per the initial reporter, it is believed that the device will be returned once the customer's risk management team has completed their investigation. Occupation: unknown. PMA/510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endoleak coil embolization procedure of a z-fen endograft in the superior mesenteric artery (sma), an unspecified flexor ansel guiding sheath partially separated at the end of the procedure. The (B)(6) year-old male patient, weighing (B)(6) kilograms, had a history of moderate obesity, multiple previous groin accesses, former smoker, hypertension, high cholesterol, atrial fibrillation, diabetes mellitus, abdominal aortc aneurysm, a fenestrated abdominal aortic aneurysm endograft, endograft leak, coronary artery disease, status-post coronary artery bypass graft, and chronic kidney disease. The sheath was engaged in the sma fenestration stent from the right groin access. At the end of the procedure, the sheath would not disengage. Imaging revealed that the sheath was fractured but "still attached". An 8 french shuttle sheath was inserted and the entire complaint device was removed without further damage. The patient was reportedly "fine". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.